Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8235271. Our records show that this is the only instance of mixed products occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A review of the manufacturing data was able to determine that lot #5141368 was produced, sterilized, and shipped in june of 2015, and lot #8235271 was produced in september of 2018. The large lapse in time between the manufacture of these lots was sufficient for our engineers to determine that this issue occurred independently of our manufacturing process. Photo evaluation: the photo is showing a shelf box of catalog 383732 and batch 5141368 produced on jun 2015. The complaint is confirmed and product is out of specification.

Event description:
It was reported that there was mixed product with a bd pegasus¿ bl 22ga x 1.00in qsyte-cap y. The following information was provided by the initial reporter, translated from chinese to english: event date: (B)(6) 2019. A shelf box of sku 383732 / lot 5141368 in the carton of sku 383734 /lot 8235271.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was mixed product with a bd pegasus¿ bl 22ga x 1.00in qsyte-cap y. The following information was provided by the initial reporter, translated from (B)(6) to english: event date: (B)(6) 2019. A shelf box of sku 383732 / lot 5141368 in the carton of sku 383734 /lot 8235271.